Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's user interface pcb assembly. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed user interface pcb assembly and observed that it caused the test device to reset itself once or twice while attempting to boot up. The cause of the observed issue was determined to be due to corrupt memory on integrated circuit, designator u2, on the user interface pcb assembly.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. There was no patient use associated with the reported event. Physio-control evaluated the customer's device and replaced the user interface pcb assembly. Physio-control further evaluated the removed user interface pcb assembly and observed that it caused the test device to reset itself once or twice while attempting to boot up. As a result, defibrillation therapy may have been delayed or unavailable, had it been necessary.